Event description:
Customer alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.1. Lab: 2.6. Twenty minutes between inratio test and lab draw. Customer is using coagucheck cap tubes.

Manufacturer narrative:
Investigation pending.